Event description:
During procedure,0.035 guidewire was advanced through patient's fistula across the brachiocephalis stent, which was then dilated with a 12mm balloon. During dilation, the balloon ruptured. The rated burst pressure of this balloon is 15 atm, it is unknown what the pressure of the balloon was at the time of rupture. The balloon could not be easily removed as the balloon rupture was circumferential rather than longitudinal. The portions of the balloon which could be removed were removed. A portion of the balloon had to be removed through right groin access with a 10 french sheath. We are aware of one similar incident at our facility.